Manufacturer narrative:
This follow-up report, 3010536692-2019-00653-02, was accidentally made for this medwatch number. This was user error. The initial and final reports for this incident is captured under 3010536692-2019-00653-01 and 3010536692-2019-00653-02. Please void this follow-up report (follow-up 02).

Manufacturer narrative:
Updating implant and explant date.

Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly the primary surgery was performed at (B)(6) 2009. The surgeon doubt a fracture of the modular neck according x-ray finding. The surgeon will be performed revision surgery at (B)(6) 2019. We will return neck, head and stem.